Manufacturer narrative:
(B)(4). The boston scientific crm technical services department advised the patient to notify his physician about the syncopal episode. An attempt was made to gather additional information about this event; however, no additional information is available at this time. This event will be updated if any additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced a syncopal episode, and woke up on the floor. Of note, the patient is on medication for low blood pressure and has felt dizzy in the past. A patient advocate asked why the device did not shock the patient when he passed out. Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.